Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential noise and oversensing. Due to this, an inappropriate shock was delivered. The patient was hospitalized, and evaluation was performed. It was decided to reprogram the system into the secondary vector. Reprogramming of the system was challenging due to poor r/t ratio signal. This system remains in service. No further adverse patient effects were reported.